Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn(lh) 65 units blood collection tubes had overfill. This occurred on 2 occasions and was discovered during use. The following information was provided by the initial reporter: material no: 367961, batch no: 9065834. It was reported that during r&d testing in bd franklin lakes, instances were identified where the tube draw volume was outside of the specifications. Draw volume was above 3.85ml (3.86ml). During r&d testing in franklin lakes, we have identified instances where the tube draw volume was outside of our specifications. The specific product sku and batch numbers where this occurred are listed below. As the test requestor I review the data to make the assessment regarding the passing or failing of the test data so the awareness dates below reflect my review of the data sheets and identification of failing results. Event date: (B)(6) 2019, awareness date: 12 jun 2019, catalog #: 367961, batch #: 9065834, observation: draw volume above 3.85ml (3.86ml).

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) 65 units blood collection tubes had overfill. This occurred on 2 occasions and was discovered during use. The following information was provided by the initial reporter: material no: 367961, batch no: 9065834. It was reported that during r&d testing in bd franklin lakes, instances were identified where the tube draw volume was outside of the specifications. Draw volume was above 3.85ml (3.86ml). During r&d testing in (B)(4), we have identified instances where the tube draw volume was outside of our specifications. The specific product sku and batch numbers where this occurred are listed below. As the test requestor I review the data to make the assessment regarding the passing or failing of the test data so the awareness dates below reflect my review of the data sheets and identification of failing results. Event date, awareness date, catalog #, batch #, observation. On (B)(6) 2019, 12 jun 2019, 367961, 9065834, draw volume above 3.85ml (3.86ml).